Event description:
A battery life calculation was performed (based on settings of 0.5ma; 30hz; 500usec;30s on/5 mins off) with results of 8.2 years to neos

Event description:
Reporter indicated that a vns patient experienced severe painful stimulation behind his left eye and in his left maxilla following implantation of a dental "pivot tooth" on (B)(6) 2012. A "pivot tooth" is an artificial dental crown attached to the root of a tooth by a usually metallic pin - called also a pivot crown. The patient has been implanted with the vns device since (B)(6) 2011. The patient had the pivot tooth removed, and the painful stimulation ceased.

Manufacturer narrative:
Analysis of programming history.